Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, black particles and underweight. A visual and microscopic analysis was performed which identified sharp broken on radius, creases fold, wear abrasion and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening; missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.